Event description:
It was reported that this artificial urinary sphincter (aus) cuff was explanted due to inadequate coaptation resulting in recurrent incontinence. A new shorter cuff was implanted and connected to the existing system. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) cuff was visually inspected and leak tested. Visual analysis noted no damage or abnormality, and passed leak testing. The reported event could not be confirmed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff was explanted due to inadequate coaptation resulting in recurrent incontinence. A new shorter cuff was implanted and connected to the existing system. No further patient complications were reported.